Event description:
It was reported the patient's blood glucose level rose to 262mg/dl while wearing the pod between 37 and 48 hours on the arm. The patient reported the pod was leaking insulin.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear and subsequent leak. The event cause and timing could not be conclusively determined. These observations did not affect pod functionality or insulin delivery. Data review revealed no evidence of the system struggling to deliver insulin to the user. Lot release records were reviewed and the product lot met all acceptance criteria.